Event description:
It was reported that the patient experienced atrial arrhythmia and non-sustained ventricular tachycardia (vt) episodes which resulted in anti-tachycardia pacing (atp) and shocks delivered. There were two atp episodes and seven 41 joule shocks delivered, with the fifth shock accelerating the arrhythmia into the ventricular fibrillation (vf) zone. Therapy was exhausted, however, the arrhythmia converted spontaneously. The cardioverter resynchronization therapy device with defibrillation (crt-d) remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced atrial arrhythmia and non-sustained ventricular tachycardia (vt) episodes which resulted in anti-tachycardia pacing (atp) and shocks delivered. There were two atp episodes and seven 41 joule shocks delivered, with the fifth shock accelerating the arrhythmia into the ventricular fibrillation (vf) zone. Therapy was exhausted, however, the arrhythmia converted spontaneously. More than five months later, another incident occurred in which the device delivered seven shocks before therapy was exhausted. The patient was in vt, and shocks two and six appeared to have induced vf, and shocks three and seven appeared to convert the vf to supraventricular tachycardia (svt). In both cases, the electrograms showed that the shocks occurred on the r-wave, which would usually not induce vf, however ts noted that the patient was noncompliant with their medications which may have been a contributing factor. The physician believed vf was induced because the shock occurred near or on the t-wave. The cardioverter resynchronization therapy device with defibrillation (crt-d) remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced atrial arrhythmia and non-sustained ventricular tachycardia (vt) episodes which resulted in anti-tachycardia pacing (atp) and shocks delivered. There were two atp episodes and seven 41 joule shocks delivered, with the fifth shock accelerating the arrhythmia into the ventricular fibrillation (vf) zone. Therapy was exhausted, however, the arrhythmia converted spontaneously. More than five months later, another incident occurred in which the device delivered seven shocks before therapy was exhausted. The patient was in vt, and shocks two and six appeared to have induced vf, and shocks three and seven appeared to convert the vf to supraventricular tachycardia (svt). In both cases, the electrograms showed that the shocks occurred on the r-wave, which would usually not induce vf, however ts noted that the patient was noncompliant with their medications which may have been a contributing factor. The physician believed vf was induced because the shock occurred near or on the t-wave. Ts was later contacted in (B)(6) 2021 regarding inappropriate atp due to atrial fibrillation (af) with rapid ventricular response, and ts discussed programming options. The cardioverter resynchronization therapy device with defibrillation (crt-d) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient experienced atrial arrhythmia and non-sustained ventricular tachycardia (vt) episodes which resulted in anti-tachycardia pacing (atp) and shocks delivered. There were two atp episodes and seven 41 joule shocks delivered, with the fifth shock accelerating the arrhythmia into the ventricular fibrillation (vf) zone. Therapy was exhausted, however, the arrhythmia converted spontaneously. More than five months later, another incident occurred in which the device delivered seven shocks before therapy was exhausted. The patient was in vt, and shocks two and six appeared to have induced vf, and shocks three and seven appeared to convert the vf to supraventricular tachycardia (svt). In both cases, the electrograms showed that the shocks occurred on the r-wave, which would usually not induce vf, however ts noted that the patient was noncompliant with their medications which may have been a contributing factor. The physician believed vf was induced because the shock occurred near or on the t-wave. Ts was later contacted in november 2021 regarding inappropriate atp due to atrial fibrillation (af) with rapid ventricular response, and ts discussed programming options. The cardioverter resynchronization therapy device with defibrillation (crt-d) remains in service. No additional adverse patient effects were reported.